Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Referenced article: automatic capture management may cause unnecessary battery depletion in selective his-bundle pacing. Clinical case reports. 2020;8:2443¿2446. Doi: 10.1002/ccr3.3168. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding automatic capture management. The article reports a patient whose implantable pulse generator (ipg) interrogation revealed a high his bundle pacing (hbp) threshold with automatic capture management. Because of the time interval between pacing stimulation and the ventricular electrogram during hbp, the capture management algorithm considered ¿pacing capture loss¿ despite his bundle capture. The algorithm increased pacing output. The capture management algorithm overestimated the accurate hbp threshold and unnecessarily changed pacing parameters to a high ventricular pacing output. The ipg was reprogrammed and the status/disposition appears to be still in use. No patient complications have been reported as a result of this event.